Manufacturer narrative:
Investigation summary bd had not received any samples or photos for investigation. Retention and device history record analysis could not be performed as the lot number is unknown. This complaint has not been confirmed for the indicated failure mode: erroneous results (accuracy). No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that when using the bd preset¿ eclipse¿, there are discrepancies in measurements of hemoglobin and hematocrit using four (4) units. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
D4. Medical device expiration date: unknown. H4. Device manufacture date: unknown. B3. Date of event is unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd preset¿ eclipse¿, there are discrepancies in measurements of hemoglobin and hematocrit using four (4) units. No adverse impact was reported regarding the patient or user.

Event description:
It was reported that when using the bd preset¿ eclipse¿, there are discrepancies in measurements of hemoglobin and hematocrit using four (4) units. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd had not received any samples or photos for investigation. Additionally, the lot # was unknown. A review of the device history record could not be completed as the lot # was unknown. This complaint has not been confirmed for the indicated failure mode: erroneous results. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends